Manufacturer narrative:
The reported complaint of missing vf segm was confirmed. The likely cause was that an nsvt segm was being stored when the vf segm trigger occurred. Since both trigger types were programmed to high severity, a separate vf segm was not stored. The nsvt segm was overwritten by the more recent nsvt episodes. As there were a large number of the nsvt trigger attempts, it is likely the vf episode overlapped with the nsvt episode.

Event description:
During a remote follow-up, a missing egm was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.